Manufacturer narrative:
Correction to field e1. Initial reporter facility name, initial reporter address 1, initial reporter city, initial reporter state and initial reporter zip/post code.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited a product anomaly. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited a product anomaly. As of this time, the device remains in service. No adverse patient effects were reported.